Event description:
It was reported that the flex video scope displayed image with stripes. The event had occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e315 occurs (incompatible scope). A root cause could not be identified. Based on the results of the investigation, the most probable root cause of the malfunction is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.